Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
Correction - h6(device code, clinical signs code, results code, conclusion code). The reported event could be confirmed since images of CT scans were provided and shows signs of instability around the talar component. A medical professional reviewed the received information and noted the following: ¿the inbone tibial insert looks as if it is still in place. There are no large cysts or clear loosening visible in it. The pe can only be assessed indirectly. Due to the talar instability of the device, the severe loss of bone stock especially in the anterior part of the talar bone a certain instability with consequent displacement of the pe cannot be excluded. The talar component as just mentioned has clear signs of instability and insufficient bone support anteriorly, however, dorsally the implant seems to be in place, but that can only be assessed with knowledge of the clinical presentation of the patient (whether he/she has pain which can be attributed to the talus or the distal tibia)¿ based on investigation, the root cause was attributed to a patient related issue. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.